Manufacturer narrative:
Other, other text: returned device was received in poor physical condition. There was wear and tear to the damaged enclosure and tank cover. The front cover was broken and the pcb and power switch are outdated. During the evaluation of the device, the fault pcb was found to cause an over temperature issue and could not be adjusted because of a damaged potentiometer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that device had overheating failure. No adverse effects reported.